Event description:
It was reported that the pump's usb port was bent and rusted, resulting in difficulties charging the pump. There was no adverse impact to the customer¿s blood glucose level. The customer declined troubleshooting and a callback from technical support, so no further actions were taken.